Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, no deposits were visible in both valves. Summary of the investigation results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further actions are required as a result of the complaint.

Event description:
The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was implanted during a procedure. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.